Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery for a generator upgrade. It was noted pre-procedure that the capture thresholds on the right ventricular lead were high. Due to the increased demand in pacing and planned upgrade the lead was capped on (B)(6) 2019 and replaced. There were no incidents. The patient was discharged.